Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use preloaded sphincterotome when the physician stepped on the electrocautery pedal to use the cutting wire, the cutting wire broke. The issue occurred during a therapeutic sphincterotomy procedure that was completed with a similar device. There were no reports of patient harm.